Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient's relative (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch ultramini meter was displaying an "error 2" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2016 at 9:00am. The reporter informed the csr that the patient manages her diabetes with a fixed dose of insulin and claimed the patient did not make any changes to her usual diabetes management regimen due to the error message appearing. The reporter confirmed that the patient did not develop any symptoms as a result of the alleged issue however claimed the patient attended the urgent care clinic on (B)(6) 2016 between 9:00 and 10:00am where she was treated with insulin (unknown type and dose). The reporter claimed that a blood glucose test was performed on the clinic device at around 10:00am and a result of "238 mg/dl" was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr documented that the alleged error message was reproduced when the power button was pressed. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional (hcp) after the alleged product issue began.